Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal 200 0mcg/ml at 280mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. The patient had their pump replaced due to normal elective replacement indicator (eri) battery longevity. The physician was unable to aspirate the catheter of cerebral spinal fluid (csf) and upon opening the back area they noticed that the catheter was kinked. After getting more history, it was reported that there was some problem with therapy prior to the pump replacement that the physician was not aware of. The pump was replaced and a catheter revision was done. The patient's dose was cut in half due to the kinked catheter. Additional information received on 2016-08-05 from the manufacturer representative. The patient's dose had to be adjusted because they were having withdrawal symptoms (fever, vomiting, and vital signs not right). The patient's dose was increased to 100mcg and the manufacturer representative believed that the physician was going to hospitalize the patient.

Manufacturer narrative:
The information below that was previously reported in this MDR, will now be covered in regulatory report #3004209178-2016-17862 and is no longer a part of this MDR : information received on 2016-08-05 from the manufacturer representative. The patient's dose had to be adjusted because they were having withdrawal symptoms (fever, vomiting, and vital signs not right). The patient's dose was increased to 100mcg and the manufacturer representative believed that the physician was going to hospitalize the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp reported the concomitant drugs the patient was taking at an unknown time included keflex (cephalexin), keppra (levetiracetam), colace (docusate sodium), miralax (dietary supplement), and tylenol (acetaminophen). Patient medical history included traumatic brain injury (craniocerebral injury) from a motor vehicle accident, hydrocephalus, weakness left or right side (hemiparesis) with spasticity, seizures, behavior disorder (abnormal behavior), and cognitive impairment (cognitive disorder).

Event description:
Additional information received from business partner (B)(4) indicated that per the health care provider's records, the patient was switched from lioresal to gablofen on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.